Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as abdominal pain. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event and began treatment with vancomycin (1 gram, once in a week) and gentamycin (80 mg, daily) intraperitoneally (ip) for peritonitis. Treatment with vancomycin and gentamycin was ongoing. The following day, the pt was recovered from peritonitis and was discharged from the hospital. On an unreported date, the patient was retrained on aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896415 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.